Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported post use of an endoscopic vein harvesting procedure, vasoview hemopro 2 were having insufflation issues. It was documented in the event about other issues. The valve was checked and there was no leak at the incision site. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported post use of an endoscopic vein harvesting procedure, vasoview hemopro 2 were having insufflation issues. It was documented in the event about other issues. The valve was checked and there was no leak at the incision site. The hospital did not report any patient effects.